Event description:
This device was returned from biotronik representative. Per facility, this lead became dislodged. The physician could not reposition this lead; it was replaced with a myopore bp54 epicardial lead.